Event description:
Related manufacturer reference number: (B)(4); related manufacturer reference number: (B)(4); related manufacturer reference number: (B)(4). It was reported, that the patient presented with persistent bacteremia. The entire system was explanted. The patient was discharged.